Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed without test probe. The analysis results found that the b12lt device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of reported insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
The user experienced erratic ise recovery for patient samples tested on the modular core analyzer and noticed air in the internal standard syringes. Of the data provided, the sodium result for one patient sample was discrepant. The original sodium result was 132 mmol/l and the automatic repeat result on the same analyzer was 141 mmol/l. The same sample was also tested on modular core analyzer (B)(4) and generated a sodium result of 140 mmol/l. The result of 140 mmol/l was reported outside the laboratory. The patient was not treated or adversely affected as the original result was not reported. The sodium electrode lot number was not provided. The field service representative found a valve was completely blocked and caused a fluidic failure during operation. He suspected the blocked valve was due to a clotted patient sample. He cleaned the valves and checked all the syringes. To verify the analyzer operation, he performed an ise check several times and the user calibrated and ran qc with acceptable results.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the device functioned initially, abdominal air leaked on the way of using the device. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)